Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately high compared to his expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 7am. The reporter stated the patient obtained a blood glucose result of "118 mg/dl" with the subject meter. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified) it is not known what action the patient took at the time of the alleged issue. About 4-5 hours after the start of the alleged issue, the reporter claimed the patient became "confused." The patient was taken to the emergency room (ER) and obtained a blood glucose test result of "27 mg/dl" with a laboratory device. The patient was administered intravenous (IV) glucose as treatment. About 430pm-5pm that same day, the reporter stated the patient's blood glucose was retested and obtained a more "normal" result but did not specify the result obtained. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca advised the control solution was no longer included in the system kits. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.